Event description:
On 12/10/04, the pt contacted lifescan and reported that her one touch ultrasmart meter kept displaying the error 5 message. There was no allegation of harm or serious injury. During troubleshooting, it was discovered that the pt's testing technique was not correct. She was not completely filling the window on the test strip with the blood sample. She was walked through another test, with a test strip from a different vial during the call, but the issue persisted and the error 5 message appeared again. This message in the one touch ultrasmart meter indicates that the meter has detected a problem with the test strip and possible causes are test strip damage or an incompletely filled confirmation window. However, since the meter displayed the error 5 message with test strips from different vials, there is indication that the product has malfunctioned. She did not receive any treatment and did not experience any symptoms at the time of concern. Her blood glucose levels were tested on another meter with results between "100-105" mg/dl, which do no reflect any serious injury. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. Replacement meter and control solution were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the resutls in the supplemental report.